Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemoro cutting device would not turn off when the trigger was released. It had continuous heat. The physician assistant pulled the jaws back into the hood of the cannula between use. The same device was used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemoro cutting device would not turn off when the trigger was released. It had continuous heat. The physician assistant pulled the jaws back into the hood of the cannula between use. The same device was used to complete the case. The hospital did not report any patient effects.